Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the proglide device was removed, the suture and knot came out with the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances and all components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.